Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a renegade hi-flo microcatheter. The shaft and tip were microscopically examined. The inspection revealed that the outer shaft was separated 6.5cm from the strain relief. The outer shaft was stretched at the separation ends. The inner shaft was also stretched at the separation. Due to the appearance of the separated ends and the stretched shaft, it appeared that the separation and stretching was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter became broken. A renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noted the catheter was broken. There were no patient complications reported.